Event description:
Complaint note: dizzy, sterile abscess, tachycardia. Pcp thinks, pt has an implant allergy. Pt was seen by dr haden on (B)(6) 2011 for possible skin allergies around both breasts (primarily on left side, but minimal allergy on right) and wound dehiscence. Dr (B)(4) doesn't know if the allergy has anything to do with the implants. There is no evidence of implant rupture. Dr haden will be doing the allergy testing on (B)(6) 2011.